Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 13, 2010, the lay patient contacted lifescan alleging that her one touch ultra mini meter read inaccurately erratic. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation because the mss was unable to contact the pt by phone. The pt said she obtained readings of 520, 145, 152, and 199 on the subject meter within 20 minutes of each other at approximately 10:00 pm on (B) (6) 2010. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. The pt said she took humalog insulin, 10 units. It is not known whether the pt adjusted this insulin dose based on a specific meter reading. Around 12:00 am the pt said she became clammy and shaky. The csr was unable to walk the pt through a control solution test because the pt did not have control solution. The pt's product was replaced. This complaint is reported because the pt alleges she received inaccurately erratic results, took insulin and became clammy and shaky. Her symptoms are suggestive of hypoglycemia.